Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not stay locked in. The insulin pump was received missing o-ring (reservoir tube). The insulin pump was received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated, the reservoir compartment was cracked and pieces were falling off. The mother stated, the reservoir could no longer lock in place. Customer's blood glucose was 138 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.